Event description:
It was reported that during an open hepatectomy, the firing stopped on the way of the 1st firing when the device loading the original cartridge was used on the right coronary artery. The doctor felt that the firing force was higher than expected. Also, the device was not fired on something hard. Some staples on the right side were unformed. All staples on the left side were formed properly. As the patient side had been clamped before the time of firing, no bleeding occurred. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Incomplete-interrupted cycle. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. Was buttressing material utilized? If so, which product? No information. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected closing or opening? No information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.